Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation. In addition, no photographs, videos, or imagery were available for review. A device history review (DHR) was performed and the work orders did not reveal any issues that could have contributed to this complaint. Review of lot history for the work order  revealed no additional complaints for sheath shaft ¿ resistance with delivery system, bc. A review of the complaint history from(B)(6)2018 to (B)(6)2019 revealed other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the expandable sheath set (size 14f, all models). A review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6)2019 control limit for the trend category of ¿resistance between devices¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed since the device was not returned and no imagery was provided. A review of DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of complaint history suggests that patient and/or procedural factors may have contributed to the reported events. Per the complaint description, the doctor ¿had initially stuck the patient too low for access¿ and ¿the physician was prepared for an open repair due to small vessel diameter and heavily calcified vessels¿. Training materials indicate that push force through the sheath can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system. In addition, an undersized vessel could have constricted the sheath from properly expanding, resulting in the resistance during delivery system advancement. As such, it is possible that patient factors (calcification/undersized vessel) and procedural factors (access location too low on vessel) contributed to the reported events. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective and preventative actions are required. Since no product nonconformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaint ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. A definite root cause was unable to be determined, however, it is possible that patient factors (calcification/undersized vessel) and procedural factors (access location too low on vessel) contributed to the reported events. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by a field clinical specialist, no CT with contrast was performed; therefore, a clear picture of the patient's anatomy was not obtained. The doctor had initially stuck the patient too low for access in a small diameter section. The first 14fr esheath inserted without difficulty; however, unable to pass crimped 23mm sapien 3 valve and commander delivery system through 14f esheath. The valve and delivery system were removed and the first 14fr sheath exchanged for new 14fr sheath. A second 23mm sapien 3 valve was prepped and crimped onto new commander delivery system. Successfully advancement through the new 14f sheath and valve deployed was performed without complications. The femoral vessel had to be surgically repaired and closed; however, the physician was prepared for an open repair due to small vessel diameter and heavily calcified vessels.  The patient is stable.